Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the top of the reservoir compartment of the insulin pump was broken. The customer¿s blood glucose level was 307 mg/dl. It was also stated that the reservoir compartment was still able to lock in its place. The customer was assisted with the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, broken reservoir tube lip, cracked case behind the pump near the battery compartment, fading end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.